Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display cable and daq board for the display were replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case completed. There was no patient injury.